Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips bent. As a result, the clip could not be properly loaded on the grips. Functional clip test was not performed due to the clip grip damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulley.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of a medium-large clip applier instrument failed to close enough to appropriately lock clips in place. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument looked fine upon inspection and nothing out of the ordinary was noted. The clips were loaded on by the technician and inserted into the patient. While on the cystic duct, the clips would not close. The customer removed the instrument and opted for a new clip applier. They were using the medium-large clips. The instrument was returned.